Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clear liquid leak underneath the laser assembly of the coulter lh 750 hematology analyzer. Customer reported that the patient results generated by the lh 750 were differential 'r' flagging. Customer reported that differential "r" flagging patient results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the flowcell, scatter sensor, and all sample lines after finding a scratched bottom fitting in the flow cell that caused the leak.

Manufacturer narrative:
(B)(4).